Event description:
Report received that the device did not elicit a callback alarm. The customer contact reported that the event was the result of an operator error in programming the device. The pt was receiving a premixed magnesium infusion. No specific programming parameters were provided. On an unspecified date and time, the nurse was called to the pt's room. The pt stated, "I think my mag is off, I can open my right eye now." The pt was experiencing "hard contractions and a bloody show." The physician was notified. The pt was treated with a 3gm bolus of magnesium using a replacement device. The therapy was resumed on the replacement device with no reported adverse sequelae. Though requested, no additional info was provided.